Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The dentist reported that immediate load and immediate implant were performed.

Event description:
The clinician reported implant was placed after immediate extraction on site (ada #15). Clinician also reported implant failed to osseointegrate after 7 months of placement in type ii bone, most likely due to insufficient bone quality the device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported implant was placed after immediate extraction on site (ada #15). Clinician also reported implant failed to osseointegrate after 7 months of placement in type ii bone, most likely due to insufficient bone quality the device will be forwarded to the manufacturer for investigation. There were no reported patient complications.